Event description:
The customer contacted beckman coulter, inc. (Bec) to report receiving instrument-generated flags for troponin I (accutni) for two (2) patient samples assayed using access accutni reagent on a unicel dxc 600i synchron access 2 immunoassay system. The results were not reported out of the laboratory. There was no impact to patient treatment. The customer reported receiving "no value ind" instrument-generated flags for the two (2) patient samples. The customer reassayed one of the patient samples and was able to obtain a result. The customer recalibrated the accutni assay using the same reagent and calibrator lots. The calibration was successful. The customer then reassayed the other patient sample and was able to obtain a result. The customer reported that a system check performed on the analyzer on (B)(4) 2011, had passed specifications. The customer reported that quality control (qc) results were recovering within established ranges throughout the period the accutni calibration was active.

Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site as the performance of the analyzer is not being questioned at this time. A definitive root cause has not yet been determined for this event.